Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion sets package were not sealed on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint was received for the quickset product. However, the lot number was not provided, which limits traceability and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Packaging controls review: a list of existing packaging controls in the quickset manufacturing process is being compiled to document how packaging integrity issues and related defects are currently detected and prevented. Quality inspection before sterilization prior to releasing the finished product for sterilization, visual inspections are performed by quality inspectors as part of a sampling plan verification. This process follows an aql acceptance level of 0.65, in accordance with document rev.15 (tightened sampling plan). Results are documented in the outgoing inspection record [83] for quick set. The inspection includes verification that the inner box contains one instruction for use per model, 10 complete quick set units (including all family variants), and a plastic bag with a pair of dummy connectors. These inspections are referenced in pfmeca [1] for multivac packaging mx1. The severity for final outgoing packaging inspection (before sterilization) under hazard 1.16 (risk line 1.16.1 to 1.16.14) is rated as 5 (critical), with an occurrence of 1 (remote). According to risk management procedure [26], harm to the end user is highly unlikely under these failure modes when occurrence is 1. Additionally, work instruction (wi) rev.57 specifies that: set printing must be legible, not blurred, overlapped, or incomplete (expiration date, lot number, design, gtin number, and 2d code must be correct). Paper and plastic must be completely sealed, and packaging must be properly molded. Plastic forming must comply with the quality sample 4902118. Findings: current packaging controls, including visual inspections before sterilization and verification of sealing integrity, are in place to detect and prevent packaging defects in quickset products. Although the lot number is unavailable, a trend analysis of related complaints and non-conformances is ongoing. Conclusion: although the lot number is unavailable, the investigation includes a comprehensive review of current controls.

Event description:
To date no additional patient or event details have been received.